Manufacturer narrative:
Product analysis # (B)(4): 2023-04-13 17:39:30 cdt webmremotews sfdcmnav product analysis task update tested by date: 2023-04-13 findings and conclusions: the retainer ring on the tip of the adjustment screw has been stretched by attempting to the open the clamp farther than possible and now allows some play in the travel of the clamp face. The clamp is otherwise intact and functional. Afc: nafc0131 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the clamp was broken. Another clamp was used. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.